Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the patient took antibiotics and pain pills as steps towards resolving their pain and urinary tract infections (uti's). The patient was given antibiotics for the first 7 to 10 days for a uti. The antibiotics helped with the infection for a few days then it returned. The patient was prescribed more medications for the uti and pain they had. The patient tried adjusting the device with the remote to help control their bladder as they still had problems urinating on themselves. The patient started to feel the pain they had been suffering from when they adjusted their device. The first week the pain started, it was tolerable but then it started to worsen and became unbearable. The pain had gotten so bad that the patient was rushed to the emergency room. The patient asked their health care provider (hcp) if their device might be defective. The device was effective the first 2 years. The hcp assured the patient that the pain was not from the device. The hcp suggested a new treatment for the patient's over active bladder. The patient expressed to their hcp that they wanted to take care of the one issue (uti's) before trying to come up with another solution to their over active bladder that should have been fixed by their device. The patient had been taking several medications and didn't feel like it was in her favor to take them. The patient was in pain and emotionally this ordeal had taken a "big toll" on their life. The pain was very depressing and it was "no way for a person to have to live their life when there is a solution out there". The patient was seeking a second opinion from a different hcp.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# v879145, implanted: (B)(6) 2012, product type. Lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that when the patient adjusted up their implantable neurostimulator (ins) that had severe pain and started to have back-to-back urinary tract infections (uti). It was noted that the patient had the ins for 3 years and stated that they first year went well. The adjusted up the device because they were not ¿holding my urine well¿. As soon as the patient finished the antibiotics, the infections would come right back. The patient had gone back and forth with their doctor and had numerous visits to the emergency room because of the ¿severe gripping pain¿ they got in their stomach. The patient stated it started with a bad episode once every 2 to 3 days, and then had pain 2 to 3 times a day. The pain was described as so severe that all the patient could do was ¿sit, cry, and bear the pain¿. The pain usually subsided in 30 to 45 minutes (or longer). There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.